Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds and twelve non-sustained ventricular tachycardia episodes. Follow up indicated the patient had chronic high thresholds and no intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.